Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-25, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving sufenta (500 mcg/ml, 253.3 mcg/day), bupivacaine (10 mg/ml, 4.706 mg/day) and clonidine (400 mcg/ml, 188.24 mcg/day) via an implantable pump for non-malignant pain and headache. Information received reported the patient started seeing error code 8476 (motor stall). The caller stated they would call the patient back and rule out potential environmental causes. On 2020-jan-27, additional information was received. The hcp, via a rep, reported premature pump end of life (eol). The hcp stated he spoke with technical services some time back and they indicated that though this pump was indicating early replacement indicator (eri), it should still last another 6 months. The pump began stalling over the weekend. Diagnostics and troubleshooting included interrogated device. The pump was replaced "yesterday" (B)(6) 2020)). The issue was resolved at the time of this report. The patient's status was alive - no injury.